Event description:
The device was deactivated for a medical procedure. Upon initial interrogation, the battery voltage had reached past end of service. Erroneous data in the episodal and summary diagnostics was observed along with aborted therapies, elevated capture thresholds and long charge times. It was also noted that the associated stored egms displayed noise that "disappeared" during hv charging. The decision was made to explant the device.